Manufacturer narrative:
This report is submitted on august 14, 2018, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
It was reported that the rechargeable battery of the sound processor was found to have leaked fluid onto the charger. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient. The malfunctioned battery has already been discarded by the patient and is not available for analysis by the manufacturer.